Event description:
Medtronic received information that this bioprosthetic valve, implanted 24 months, was explanted due to pannus overgrowth on the ventricular surface of the valve. Upon explant a leaflet was removed for microbiology, awaiting the report from the hospital. The valve was replaced with another porcine valve with no adverse patient effects. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; almond shaped. The right cusp appeared to have been excised for hospital pathology. All leaflets were slightly stiff but flexible. The right cusp was excised. Tiny tears possibly due to removal of host tissue were observed along the inflow margin of attachment of all cusps. All commissures were intact. Traces of pannus were noted on the inflow of the non-coronary and left cusps approximately 4mm from the margin of attachment. Remnants of pannus remained attached to the top of the right non-coronary stent post and along the sewing on the outflow adjacent to the right cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed no evidence of mineralization in the valve. A speck of mineralization was observed in the host tissue adjacent to the right cusp. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).